Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the patient with diabetes received a line blocked alarm and stated that she changed the infusion site, noting that the tip of the cannula was slightly bent. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. There was no patient injury.